Event description:
Edwards received notification that this patient with a 3300tf x 19mm valve implanted in the aortic position, died during a valve-in-valve procedure, performed after an implantation duration of the surgical valve of six (6) years and two (2) months due to calcification, that led into stenosis. As reported, without a new valve, chemotherapy would not be administered. During the pre dilatation phase, the blood pressure dropped, and just before positioning the transcatheter valve within the surgical valve, ventricular fibrillation started. The left main coronary artery (lm) was occluded during the procedure, possibly by a small plaque. Even though the blood flow was restored, the patient died.

Manufacturer narrative:
This report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The implant date is only known as 2019. Therefore, 31 dec 2019 is being used to calculate the minimum implant duration. H11: additional manufacturer narrative: the device was not returned for evaluation as it remains implanted. The instructions for use (IFU) were reviewed, and no inadequacies were identified with regard to warnings, contraindications, or the directions and conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valve implantation. The common endpoint of these processes is calcification and material degradation. Svd is an acquired condition intrinsic to bioprosthetic valves and is characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction, manifesting as stenosis or regurgitation, with a consequent reduction in hemodynamic performance of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than manufacturing issues. Events associated with device design, manufacturing, or use error typically manifest earlier in the implant duration. There is no evidence to suggest that a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable, as no patient-related or procedural factors known to cause or contribute to svd were reported. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis, and if action is required, an appropriate investigation will be performed. As no edwards device defect was identified, corrective or preventive actions are not required.